Event description:
It was reported that the patient called to report experiencing diaphragmatic stimulation. A follow up with the patient¿s healthcare provider yielded diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead output was reprogrammed and the diaphragmatic stimulation was resolved. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).